Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, contrast was injected through the injection port. The contrast did not flow out of the tip but flowed back out of the injection port. It was reported that the injection lumen seemed blocked. No visible issues were noted to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. Based on the device analysis, which indicates that the catheter was split/torn at the extrusion, this is now considered a reportable event.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the extrusion at the distal tip was torn from the wide brown marker band (where the manufactured open guidewire channel ends) to the tip. The closed extrusion was torn open through the distal tip, splitting the tip. A functional evaluation was performed by injecting water through the injection port with a 20ml syringe. The device could not be flushed since the injection port was blocked/occluded. The evaluation was repeated with an air filled syringe and, again, the device could not be flushed. From the evaluation, it appears that dried residue at the injection port affected injection functionality of the device. The investigation concluded that the distal end of the device was likely torn when the physician tried to remove/separate the guidewire from the sphincterotome by performing rapid exchange along the guidewire channel and beyond the brown marker where the c-channel ends. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.